Event description:
This device was returned without documentation from (B)(6) hospital. The patient's following physician did not have the date of explant or the reason of explant. It is unknown why this device was removed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to tensile forces, applied during the surgery. Further analysis of the lead revealed cuttings in the insulation which resulted most likely from the explantation procedure. Blood penetrated the lead in the cut areas. In summary, the lead¿s distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.